Manufacturer narrative:
The initial report had the incorrect date. The date was listed as (B)(4) 2014 and should have been (B)(4) 2014.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. Visual and functional assessments were performed which found that there were loose/worn out bearings which were not allowing insertion of the cutter. It was determined that this would have caused vibration and heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear of the bearings over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
Report 1 of 2 for the same event: it was reported that during cochlear style surgeries, it was observed that the motor device, while in use with an attachment device, was vibrating with a bit of heating. The reporter further clarified that as a result, it was causing the burr to drill in a wider radius than expected. The reporter could not clarify the exact amount of occurrences. The reporter stated that it was mostly noticed while using 1 to 1.5 mm burrs. There were spare devices available for use; however, it was not reported if there were delays to the planned surgical procedure. There were no reports of injuries. It was not stated what or if medical intervention was required. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.